Event description:
The surgeon was performing a c6-c7 acdf procedure in the evening of (B)(6) 2015. He placed a 14x14x16 mm 7' mecta c cage filled with bone graft substitute. He placed a 24 mm mecta c plate and commenced securing the plate with 4x14 variable angle self drilling screws. He placed these screws 'free hand' as is his usual practice. Three of the four screws were placed without difficulty; however, the placement of the fourth screw was difficult. As the final screw was almost fully seated into the plate, it became obvious that it was marginally 'off centre' and slightly overlapped the edge of the plate. The surgeon decided to proceed with screwing it all the way in as he has done in the past where they have aligned themselves without problem. As the screw was almost fully seated, a 'crunching' sound was heard and the surgeon informed us that the screw driver had broken. When he removed the screwdriver from the wound, it was obvious that the positioning pins on the screwdriver were bent and that at least one was broken off. The remaining portion of the screwdriver was jammed between the head of the screw and the plate. He removed the portion of the screwdriver and asked for the removal screwdriver to remove the screw. This removal driver broke in the attempt to remove the screw. The screw was removed via the use of the removal tool using the reverse thread. A replacement screw (4.5 x 14 mm self tapping) was asked for and the surgeon attempted to place it on a slightly different trajectory to the first screw. This was also unsuccessful and the second screwdriver broke in much the same fashion as the first. There was just enough integrity in the screwdriver to place the screw deep enough to commence the final locking procedure. This was done using the torque device and the screwdriver inner. This was successful and performed without incident. In subsequent discussion immediately following the procedure, it was discussed that a guide to place the screws could possibly be of assistance and would help screws align themselves correctly in the plate. MFR ref # 3005180920-2015-00111.